Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated via manual insulin injection. Troubleshooting did not occur for the no delivery as the alarm was a past event. The event was resolved by changing the infusion set and reservoir. No products were returned for analysis and a replacement infusion set and reservoir were shipped to the customer.